Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had no external power alarms when connected to the mobile power unit (mpu). All mpu connections were verified as fully connected, no physical damage noted, and no root cause known. The mpu was returned for evaluation with a request for repair. There was further discussion with the ventricular assist device (vad) coordinator team and it was suspected electrostatic discharge (esd) may be a contributing factor to mpu malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the mobile power unit¿s (mpu) functional analysis. The returned mpu (serial number (B)(6)) was received at the service depot, where no external power alarms were reproduced on test equipment while the mpu was in use. The issue resolved after replacing the unit¿s power supply printed circuit board (pcb) with a new component; then, the serviced and repaired mpu performed as intended and was returned to the customer site after passing all tests per procedure. The mpu¿s original power supply pcb was forwarded to the product performance engineering department for further analysis, where one of the pcb¿s capacitors was found to be physically and electrically damaged. No external power alarms and flickering yellow wrench / green power indicators were reproduced while the pcb was in use within a test unit. The pcb¿s damaged capacitor was replaced with a new component, resolving all issues and narrowing down the cause of the event to the damaged capacitor. A manufacturing analysis task was initiated to further investigate this issue, as similar events which are narrowed down to issues with the same capacitor have been reported since a new capacitor was implemented within the mpu¿s power supply pcb in apr2024. The returned mpu has the implementation of the new capacitor, which is the capacitor that was found to be damaged. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the mobile power unit¿s (mpu) functional analysis. The returned mpu (serial number (B)(6)) was received at the service depot, where no external power alarms were reproduced on test equipment while the mpu was in use. The issue resolved after replacing the unit¿s power supply printed circuit board (pcb) with a new component; then, the serviced and repaired mpu performed as intended and was returned to the customer site after passing all tests per procedure. The unit¿s original power supply pcb was forwarded to the product performance engineering department for further analysis where one of its capacitors was observed to be electrically compromised, resulting in the alarm. The root cause of the reported alarm was due to a nonconforming capacitor on the mpu¿s power supply printed circuit board assembly, and a corrective action was initiated to investigate this issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the mobile power unit¿s (mpu) functional analysis. The returned mpu (serial number (B)(6)) was received at the service depot, where no external power alarms were reproduced on test equipment while the mpu was in use. The issue resolved after replacing the unit¿s power supply printed circuit board (pcb) with a new component; then, the serviced and repaired mpu performed as intended and was returned to the customer site after passing all tests per procedure. The unit¿s original power supply pcb was forwarded to the product performance engineering department for further analysis where one of its capacitors was observed to be electrically compromised, resulting in the alarm. The root cause of the reported alarm was due to a nonconforming capacitor on the mpu¿s power supply printed circuit board assembly, and a corrective action was initiated to investigate this issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.